Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient experienced vomiting. The cgm reading was between 70 ¿ 90 mg/dl, but no fingerstick was taken at that moment. As the vomiting persisted the parent called an ambulance. When the paramedics arrived a fingerstick was taken the cgm reading was 68 mg/dl, and the blood glucose reading was 550 mg/dl. The patient was brought to the hospital and when another fingerstick was taken then cgm reading was 60 mg/dl, and the blood glucose reading was 500 mg/dl. Bloodwork was done, the patient was diagnosed with diabetic ketoacidosis and was admitted into the intensive care unit (ICU). The patient was treated with intravenous insulin and fluids and was also given zofran. The patient was conscious during the event, but very weak. The patient was discharged after 2 days. When the patient was discharged the blood glucose reading was 150 mg/dl. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator, reading was approximately 70 - 90 mg/dl. The reported glucose values fall within the d, d zone of the parkes error grid was taken at the hospital. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.